Manufacturer narrative:
The reported event was addressed with phone support. The isi tse guided the customer to resolve the issue by using the guided tool change. A return material authorization (RMA) was not issued for the endoscope return as the customer reported that the scope would not be returned. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the image was upside down. The customer replaced the endoscope, but the issue was not resolved. The customer resolved the issue by adjusting the image rotation by pressing the clutch button. The tse advised the customer to disable the guide tool change (gtc) if the issue would reoccur. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the 30-degree endoscope plus was inspected prior to use with no issue. The event involved a reversed control on system arms. The vision issue did not result in patient injury. The endoscope will not be returned.